Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a vats wedge resection, the stapler anvil failed to retract after firing on lung tissue. There was problem unloading the device and the jaws were locked on tissue. A second stapler was used to remove the stuck unit. No reinforcement material was used. No patient adverse events were reported. Current patient status is alive with no injury.